Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure event observed during analysis.final analysis found insulation degradation at 14.5 cm - 14.6 cm from the connector pin. The insulation was abraded at 11.5 cm - 11.7 cm from the connector pin. The abrasion was consistent with constant friction to the device can.

Event description:
This report is to advise of an event observed during analysis.